Manufacturer narrative:
Per the user guide: keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with approximately 450 mg/dl units of insulin. During troubleshooting with tandem technical support (cts), the customer reported that the cartridge air removal was not performed during the loading step. Cts assisted the customer with successfully loading another cartridge. Blood glucose was 130 mg/dl.